Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported implant was torn. Device has been explanted and replaced with allergan device. This relates to the right side.

Event description:
Patient reported, implant was torn. Device has been explanted and replaced with allergan device. This relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed, on the posterior side assessed, as surgical damage. And one opening observed, on anterior side assessed, as surgical damage. Additional observations: creases were observed. Brown particles observed, on the surface of the shell.